Event description:
It was reported that the customer had high blood glucose levels (227-363 mg/dl). Customer was previously having issues with her infusion set coming loose. She uses novolog and changes her cartridge about every 4-5 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.